Event description:
It was reported to boston scientific corporation that a autotome sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure the device was positioned at the patient's common bile duct. When the device was bowed, the cut wire torqued to the extreme right. The doctor was forced to maneuver the scope within the patient in order to center the tome. The sphincterotomy was successfully completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient identifier, patient age, date of birth, and weight are unknown. Patient is over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. In addition, the complainant was unable to provide the upn. (B)(4) - (cut wire torqued). The complainant indicated that the device was disposed of; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.